Event description:
Surgeon reported that a patient who was operated on 6-12 weeks ago had been found to have the monarch domed nut, a spinal fixation device had backed off the plate. As this could result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
Based on our investigation and later surgical observation it appears that surgeon technique was a contributing factor to this event. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened as assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.